Event description:
It was reported by (B)(4) event report# (B)(4) that the surgeon was performing a diagnostic laparoscopy procedure, which turned into a laparoscopic appendectomy with this patient. The surgeon had the appendix amputated then asked for a 10mm clip applier to clip a piece of mesentery. When the resident pulled the trigger to clip the tissue, it clamped down, but it would not release, as it is supposed to do automatically. In order to get the 10mm clip applier off of the tissue, the surgeon used a 5mm clip applier to place clips around the tissue and then used laparoscopic scissors to cut the tissue out that was still in the jaws of the 10mm clip applier.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument  was received with the jaws closed and a clip loaded into the jaws. The device was manually opened by pulling the trigger. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device did not feed clips into the jaw of the device as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was found to be damaged. Therefore, no conclusion could be reached as to how this damage had occurred, we have documented the circumstances as they were reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.